Event description:
Customer's wife reports back to back testing on the same meter, while using the advantage system with results of 204 mg/dl and 88 mg/dl. No quality controls were run. No adverse event reported. Wife reports, customer no longer has strips; a replacement was sent.